Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit had a blower noise. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer confirmed the ventilator had a noise. The international service engineer replaced the flow sensor assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.